Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she woke out of a coma in the hospital. The customer does not remember how long and how did she get in the hospital. The blood glucose reading was 1000 mg/dl. Troubleshooting was performed. The customer stated that she was experiencing unexplained high glucose for the past two days. The events leading to her admission was diabetes ketoacidosis, dry-heaving, and light-headed. It was stated that the customer was not connected to the insulin pump. Reviewed the programming and found that the daily totals do not match with the basal and bolus history. Performed a high pressure test and the test failed. Advised the customer that the insulin pump will be replaced. No further information was provided.